Event description:
The customer reported issue was found during reprocessing and the intended procedure was completed without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. The customer confirmed that the air/water nozzle was flushed with air, water and detergent solution. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. There was no physical damage present where the foreign material was found. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a channel block that was stuck on the scope. The device was returned for evaluation. During the device evaluation, it was found that foreign material was found stuck on suction cylinder and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: there was low angulation, there was play/lose control knob, the plastic distal end cover had deep dents, the bending section cover glue had cracks, the light guide lens had a crack, the light guide tube had minor buckles, the control body adhesive was dry, and the scope connector had minor dents. The air/water supply and suction flow could not be checked due to the foreign material stuck on the scope. Unable to brush from the suction cylinder side due to foreign material stuck on the scope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.